Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the implant in the patient¿s hip was ¿doing weird things, it will get real light and then stimulation will just hit me real hard.¿ this had been happening for several weeks. Some of the programs work and some of them did not, so the patient did not think it was the programmer, just that some of the programs did not do anything anymore. The patient was recommended to speak with a healthcare provider (hcp) about the issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient¿s stimulator was not working for her. She verified with the patient programmer (pp) that the stimulator was on. The device was turned on and it was working, but it was ¿doing weird stuff.¿ she would be sitting there and it would kick on and it would be pounding her feet and legs real hard, then it would stop and the patient could barely feel a buzz. All these issues had been going on for about a week. It was noted that she currently did not have a managing healthcare provider (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.